Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was filled with 300 units of insulin. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. The customer¿s blood glucose level was 154 mg/dl.